Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implant date: (B)(6) 2017. Patient had a tibial tray visibly subsided on x ray and was also experiencing tibial pain - as per surgeon. Previous revisions x 3 - no details available. Tibial implants removed and replaced. Femur remained in situ. No images, xrays or explants available. Rep was present at the case. Femoral components in situ are a size small noiles, 46 sleeve and pressfit stem - no reference or lot available. No ae reported. No delay to the surgery.